Event description:
Per the medwatch form received, it was reported that a 1.9 fr single lumen peripherally inserted central catheter (PICC) line was inserted in the morning. The catheter went in easy and flushed and aspirated easily. Approximately 4 hours after the catheter was inserted it started to leak where the hub of the catheter comes together. An over the catheter insertion of a new 1.9 fr single lumen PICC was able to be performed. A new PICC line was placed successfully using the over the catheter method.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch# (B)(4).

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The most probable root cause could be due to an error during the catheter placement procedure. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.